Manufacturer narrative:
The reported event was unconfirmed. Received 1 unopened sure step foley tray system. Visual inspection noted no defects or damage to the balloon, catheter, or drain bag. Inflated catheter balloon successfully with 10 ml of methylene blue solution (3 drops 1% methylene blue per 100ml distilled water) using the returned syringe from the foley tray with no leaks noted. Deflated balloon passively with no cuffing or damage noted to the balloon or rest of the catheter itself. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter did not inflate and popped. They tried again and that balloon also failed to inflate.

Event description:
It was reported that foley catheter did not inflate and popped. They tried again and that balloon also failed to inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.